Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent spikes in pacing impedance measurements however, they are within normal range. (B)(6) technical services discussed possible causes and provided programming options. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).